Event description:
Accessed basilic vein with 17g u-wing stainless steel introducer on one attempt. Unable to thread 18g single lumen polyurethane catheter with internal stylet through introducer needle. Catheter trimmed at 40cm mark without damage to guidewire. Had to open new placement set and trim new 18g l-cath at 45cm marking without damage to stylet. Able to thread 2nd catheter through 1st introducer needle without complications except increase in expected blood loss (approx 10cc).